Event description:
It was reported that patient had a loose pocket issue. It was noted that the patient¿s healthcare professional stopped seeing patient because of patient¿s medicine was stolen. It was reported that the implantable neurostimulator (ins) was very loose in the patient¿s back.

Manufacturer narrative:
Product ID 377860, lot# v005476, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2005 (B)(6); product type recharger product ID 377860, lot# n0034504, implanted: 2005 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).